Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell at home six days ago and they were in the hospital. The hcp reported they have had to use a catheter on the patient for the last two days because they were retaining urine. The patient felt their therapy had been working until now. The hcp wanted a manufacturer representative (rep) to come check the patient's implant. The hcp was provided contact information for the national answering service (nas) so they could page a rep.